Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the driver displacement indicator (ddi) had drifted a little and the fsr adjusted it to specification. The fsr performed the patient circuit calibration and performance check and the ventilator passed all testing. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator had low amplitude while the device was in use on a patient. There was no patient harm/injury associated with this issue.